Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, g3, h4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 7 years and 1 month after initial implant. Patient has experienced prosthesis wear, osteolysis, swelling/ edema, synovitis and scar tissue. It was reported in the operative notes expiration of the implants revealed, patella, femoral and tibial baseplate wear. Also noted in the operative finding the patient was noted to have arthrofibrosis in the knee joint. Components were not returned to exactech for evaluation and no images or radiographs were provided. Patient was taken from the operating room to the recovery room in stable condition. There is no other information available.

Manufacturer narrative:
Report number: 1038671-2024-00652 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00652 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: 02-010-03-0220 - logic cr femoral cem, left sz 2 (B)(6), 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t (B)(6), 200-02-32 - three peg patella 32mm (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6), other non-exactach component. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.